Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated with a programmer via bluetooth telemetry. It was not known whether the issue was with the icm or the programmer. The icm was subsequently interrogated successfully with a different programmer model. There were no patient consequences.

Manufacturer narrative:
D6a: implant date is estimated to have occurred in 2019 or 2020 before the expiration date of 30 sep 2020. Additional information was requested but is not available..